Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose (bg) level was 109 mg/dl. Reportedly, the cartridge was removed before prompted to by pump screen. The customer reported that an alternate pump would be used for insulin therapy.